Event description:
It was reported that during a pci procedure, stent damaged occurred. The 90% stenosed lesion was located in a calcified and highly tortuous right coronary artery (rca). Resistance was encountered during advancement of the delivery device to the target lesion. Upon removal, it was noted that the stent edge was lifted. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".